Event description:
Doctor's office sent the tap 3 tl appliance for repair due to the lower metal socket fell off.

Manufacturer narrative:
Ami has repaired the appliance and replaced the socket on the lower tray. An investigation has been initiated to determine the cause.